Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recw0429 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: catheter was placed in left upper arm, cephalic vein; 3 cm external length, securacath in place. Catheter was removed due to catheter fracture/break. No other information provided.